Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 687 mg/dl, a kidney stone, and diabetic ketoacidosis. Cause of elevated bg level was unknown. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved; however, customer required further treatment for kidney stones. Customer declined a system check with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.